Event description:
It was reported that the patient had issues recharging after just having their activa rc placed a week ago. Before calling into technical services (ts), rep tried using both wireless recharger and an extra insr and experienced the same results. The rechargers would connect and immediately disconnect. The issue was not resolved through troubleshooting. Caller suspected that the ins is too deep. Ts suggested that imaging could help determine if it's too low. Otherwise there could be inflammation causing interference. Patient's ins was at 20%. Additional information received from the manufacturer¿s representative (rep) reported the device sat in the patient¿s breast and was probably too deep. By laying down they found a position that worked for recharging allowing them to charge.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.